Event description:
During the transaortic tavr procedure, a 23mm sapien xt valve was prepared with 2cc (15cc) less than nominal volume. Post valve deployment, the patient was initially hemodynamically stable. Transesophageal echocardiogram (tee) did not reveal any aortic valvular or annular abnormalities. Approximately 5 minutes post deployment, bleeding from the thoracotomy incision and a decrease in the systemic blood pressure were noted. The patient was not placed on cardiopulmonary bypass; however, the incision was converted to full sternotomy. The patient was transfused with three units of prbc¿s as well as platelets and ffp to assist in hemostasis and hemodynamic support. The surgeon was able to locate the area of bleeding which was a small tear on the side of the aorta. A few repair sutures were placed and hemostasis was achieved. Post operative tee was normal and did not reveal any signs of annular rupture. The patient was transferred to ICU, still intubated. She would be allowed to rest overnight to control her blood pressure. The native annulus measured 18.4mm x 24.1mm by CT (valve area of 364mm2). Moderate annular calcification, mild native leaflet calcification and moderate aortic root calcification were reported. It was perceived that patient factors (chronic steroid use, small body habitus and calcified lvot) contributed to this event.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the procedure itself, patient factors (female gender, chronic steroid use, small body habitus, moderate annular calcification, moderate aortic root calcification, calcified lvot) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.